Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient's medications were discontinued on 1 station and nurses were not able to pull meds for the patient. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all medications had been discontinued for one patient. The technical support specialist (tss) investigated the issue using the provided patient information and order ID by querying the server for received order messages. The findings showed that the order ending in -693 had received an update message from the electronic privacy information center (epic) at 19:55, after which it was discontinued on the server at the same time. To determine the root cause, the customer was advised to escalate the matter to the epic team for a review of the message sent during that timestamp. The issue was subsequently resolved by the active directory (adt) team. The system functioned as intended after the customer resolved the issue.